Event description:
It was reported that the device exhibited two low hv lead impedance check alerts within one month. An attempt to perform dft test failed due to possible circuit damage. Hence, both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The field experience of an output anomaly was verified in the laboratory. An arc mark was observed on the ICD can. The device image indicated ocd and sosd alert was detected. It is believed that the hv lead shorted to the ICD can causing a low impedance path thus triggering the possible high voltage lead issue and sosd alert.